Event description:
On 09/27/06, nellcor puritan bennett received a report of the "md unable to remove the bronchoscope following placement of tracheostomy tube". The caller reported the tracheostomy tube had to be removed so that the bronchoscope could be removed from the patient.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample associated to this complaint is not available for evaluation.